Manufacturer narrative:
Other, other text: one medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there was nothing in the alarm history pertaining to the reported issue. Multiple flow and occlusion tests were performed. The force sensor calibration was also checked. The reported issue could not be replicated. The force sensor was replaced as a preventative measure since the parts were over 5 years old. The pump operated within specification and there was no fault found., corrected data: h10.

Manufacturer narrative:
Narrative 1.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error and a damaged case. There were no reported adverse events.